Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with a infection of the pod site. The site was discharging puss. For treatment, the patient was prescribed oral antibiotics to take 2 times per day for 7 to 10 days. The patient was also given a antibiotic ointment, as well. The pod was worn between 4 and 24 hours on the arm. The patient was discharged on the same day. The pod was discarded.